Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, 2d image acquisitions on the imaging system appeared to penetrate less anatomy than anticipated. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. It was later reported that the issue was found to be with a parallax from the tube and detector skewing the anterior posterior (ap) image which altered the ideal incision point. It was reported that an opaque rod would be placed on the patient when performing 2d image acquisitions. Where the rod would display that the position in scout images would dictate opening/incisions but the ap was alleged to be tilted.